Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. There is no indication the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) was returned to the distributor for evaluation, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, detection algorithm performance, and pulse delivery functionality. The belt sn (B)(4) was returned to the distributor where it was scrapped as the belt was biohazardous. The belt is not available for evaluation. Device manufacturer date: monitor sn (B)(4) - 11/12/2013. Belt sn (B)(4) - 04/21/2015. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial fibrillation and non-sustained ventricular fibrillation. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event consisting of five shocks. It was reported the patient was unconscious during the time of the treatment event, and the response buttons were not used. The first treatment occurred on (B)(6) 2016 at 05:28:10, the rhythm at the time of the treatment was atrial fibrillation and the post shock rhythm was sinus tachycardia. The second treatment occurred at 05:29:53, the pre-shock rhythm was non-sustained vt and the post shock rhythm was sinus rhythm. The third treatment occurred at 05:32:51, the pre-shock rhythm was ventricular tachycardia at 280 bpm. This appropriate treatment converted the patient's rhythm to sinus rhythm at 75 bpm. The 4th and 5th inappropriate treatments were at 5:36:12 and 05:38:40 respectively. The pre-shock rhythm for both treatments was atrial fibrillation and the post shock rhythm was sinus tachycardia. The patient was taken via ambulance to a medical facility for evaluation and continues wearing the lifevest.